Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4 lbs due to moisture damage force sensor resistor. The insulin pump was received with moisture damage motor and electronic assembly noted. No moisture damage on the battery tube, vibrator and keypad assembly noted. The display functioning properly during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that they had fluid under display. The customer¿s blood glucose level was 150 mg/dl. The customer stated that they had trouble with pump and fluid under the screen and was having trouble reading the screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump was returned for analysis.